Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes (pwd) experienced a line-blocked alarm. In addition to the alarm, the pwd noticed that the infusion site was leaking a small amount of insulin. The event occurred while in use with patient. The operator of the device was the lay user/patient. There was no patient injury.